Manufacturer narrative:
Citation: sabateen et al.  20-year follow-up and comparison of valved conduits used for right ventricular outflow tract reconstruction: single-centre, propensity score match analysis.  Interdiscip cardiovasc thorac surg. 2023 nov 2;37(5):ivad182. Doi: 10.1093/icvts/ivad182. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding follow-up and comparison of valved conduits used for right ventricular outflow tract reconstruction.  The study population included 199 patients who were predominantly male with a mean age of 8.9 years. Homografts and devices from multiple manufacturer¿s were implanted in the study population; an undisclosed number of patients were implanted with a medtronic contegra surgical conduit. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients adverse events included: severe pulmonary stenosis and severe pulmonary regurgitation requiring intervention in the form of balloon valvuloplasty, stent implant, or pulmonary valve replacement. No further information was provided pertaining to medtronic products.